Event description:
Additional information received reported the patient no longer had concerns with his device or therapy. It was noted the unit was ¿working fine (all these years)¿ and was ¿working good.¿

Manufacturer narrative:
Concomitant products: product ID 377660, lot # v006142, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead; product ID 377660, lot # v006142, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377660, lot # v006142, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient¿s first wire ¿wore out.¿ it was noted the patient¿s third wire worked perfectly.